Manufacturer narrative:
H3: one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. It is suspected that the reported issue was user related.

Event description:
It was reported that the device had a low cut-off pressure of 0.5 bar. There was no reported patient involvement.